Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - multiple back operations. It was reported that the patient's neurostimulator (ins) was pushing out. Patient stated they already had this ins removed. Patient stated the ins was removed because it stopped working for a few years. Patient stated she was not sure why it stopped however, or if this was normal battery depletion. Patient stated her back was doing ok now except she still uses a heating pad. Patient confirmed her back wasn't doing well when she when the ins stopped working. No further complications were reported/anticipated.